Manufacturer narrative:
(B)(4): the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device bent when the physician removed it from the scope. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.